Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Additionally, it was reported that insulin was not observed to be dripping out of the tubing and cartridge pigtail during a bolus. Reportedly, the pump supplies were changed to address the issues multiple times. Customer's blood glucose level ranged from 300 mg/dl to 400 mg/dl.